Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing and delivered inappropriate shocks to the patient while he was arc welding. The ICD exhibited a shorted shocking lead impedance measurement and a loss of pacing capture was observed. A low atrial and ventricular pacing impedance measurement was noted. Lead measurements with psa were within normal limits. An invasive procedure was performed and insulation abrasions in the rate-sensing portion of the chronic endotak transvenous defibrillation lead were noted. The ICD was removed and the lead was partially removed with the remainder capped. A new ICD and and lead system was implanted.